Event description:
Pt had subtrochanteric fracture. Lt hip surgery performed under spinal anesthesia. Fully oriented x 3. Acute problems during insertion of radiopaque bone cement in conjunction with blood transfusion. Surgery began 12:43 blood transfusion began (13:55 all volume received). Pt developed bradycardia 13:58. CPR began 14:05. Acls protocol, resuscitation x 27 minutes. Pt expired 14:32.